Event description:
It was reported that patient was having difficulty charging and connecting the ipg due to the ipg was slightly too deep. The patient underwent a pocket revision procedure wherein the ipg was moved closer to the surface of the skin.